Event description:
Boston scientific received information that during the explant of this device, the physician thought there were only 4 setscrews to loosen, when in fact there are 8. Once boston scientific technical services (ts) explained that, they loosened all 8 and removed the device without issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.